Event description:
On (B)(6) 2023 apifix was notified that an patient #479 has a construct with a broken upper (pedicle) screw. X-ray image was provided.

Manufacturer narrative:
A review of the apifix device history records confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. Apifix is not the manufacturer of the screw which broke in this case; apifix has notified the manufacturer of the screw of this incident and the screw breakage. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The event of pain is addressed in the IFU as a warning and as potential risks associated with the mid-c system and spinal surgery generally. The risk of screw breakage has been quantified, characterized, and documented as acceptable within full risk assessment. Although there was no information which suggests that the apifix system failed to meet its performance specifications or otherwise perform as intended; apifix cannot rule out that it wasn't contributory to the event, and in an abundance of caution apifix is reporting this event. Should additional relevant details become available; the complaint file and medwatch report will be updated accordingly.